Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose level at the time 396mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether ot not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarmed during basic occlusion test and prime alarmed during prime alarm test due to faulty force sensor. Insulin pump received with a broken reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Unable to confirm excessive no delivery alarms due to prime alarms. Motor tested ok.